Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urgency frequency. Patient reported that they have developed uti and were voiding a lot more than normal. No further complications were noted or anticipated.